Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a communication board issue. A technical support specialist reported that a field service engineer replaced a communications board, modified the power management settings, and rebooted the cabinet to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medbank system drawers were offline. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.